Event description:
Facil;ity alleges blood leak (rupture) during dialysis.25th use. Dialysis stopped; pt restarted on new dialyzer. Blood circuit discarded-estimated blood loss 300cc. Pt stable post event.